Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device was not placed in the patient. The cannula broke and was dirty. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos. The first photo depicts the cannula of the device with a long scratch and some foreign material. The second photo depicts a close-up of the device with a long scratch and some foreign material. The third photo depicts a close-up of the device with a long scratch and some foreign material. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.